Event description:
Reportedly, after firing the ppceea instrument, there was an incomplete cut and it was impossible to bring the instrument out of the anastomosis. The surgeon converted to an open laparotomy which added 3.5 hours to the operation time. Procedure: lap sigmoid.